Manufacturer narrative:
Correction: section h6: investigation conclusion should have been " no problem detected" rather than "cause not established".

Manufacturer narrative:
Reported event of inadequate capture was not confirmed. The device battery voltage was at elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation during the implant period and programmed to high settings along with auto capture enabled. Further analysis performed found no anomaly contributing to capture anomaly. When automatic settings are programmed, such as auto capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed; device exceeded the projected longevity and is considered normal battery depletion.

Manufacturer narrative:
Correction: section d6a. Date of implant should have been (B)(6) 2023 rather than (B)(6) 2016.

Event description:
It was reported that the patient presented to the clinic for a follow-up. It was noted that the pacemaker exhibited a high capture threshold, resulting in an early elective replacement indicator (eri). The pacemaker was explanted and replaced. The patient was in stable condition.